Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. The reported event was not confirmed via analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave presented a guidewire stuck issue. The guidewire and catheter worked as normal during prep and during ablation in the left superior vein. When the physician moved the wire and catheter into the left inferior vein, they stated that the wire felt stuck in the catheter. It did not feel as if the wire was stuck or entrapped on tissue. The physicians put on lead were able to remove the entire catheter. Outside of the body the catheter deployed as normal. We replaced the catheter and the physicians felt the same issue for the left inferior vein. The physician checked on x-ray to see if the wire was trapped, but it was not. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device was returned for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave presented a guidewire stuck issue. The guidewire and catheter worked as normal during prep and during ablation in the left superior vein. When the physician moved the wire and catheter into the left inferior vein, they stated that the wire felt stuck in the catheter. It did not feel as if the wire was stuck or entrapped on tissue. The physicians put on lead were able to remove the entire catheter. Outside of the body the catheter deployed as normal. We replaced the catheter and the physicians felt the same issue for the left inferior vein. The physician checked on x-ray to see if the wire was trapped, but it was not. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.